Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. The customer cleared the alarm and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.